Manufacturer narrative:
Analysis: upon receipt at medtronic¿s quality laboratory, the hemostatic actuator and the proximal handle of the delivery catheter system (dcs) were intact. The proximal handle rotated on the proximal end. The distal tip was advanced until the luer touched the proximal handle edge. The hemostasis actuator and the proximal handle actuator locked when rotated clockwise and unlocked when rotated counterclockwise. The dcs coil was intact with no evidence of damage. The device was received with the capsule over captured. A kink was noted along the mid-section of the polytetrafluoroethylene (ptfe) capsule liner. There was an even and smooth separation observed in the ptfe lined capsule at the capsule proximal bond region. Damage was noted along the mold bond. The device was returned with the capsule separated, and therefore confirmed the reported event. Conclusion: a device history record (DHR) review was performed on the dcs and there were no correlations or issues identified regarding manufacturing. The DHR review did not show any findings related to this event. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. The capsule bond separation likely caused the difficulty removing the dcs. Per the IFU, ¿ensure the capsule is closed before dcs removal. If increased resistance is encountered when removing the dcs through the introducer sheath, do not force passage. Increased resistance may indicate a problem and forced passage may result in damage to the device and harm to the patient. If the cause of resistance cannot be determined or corrected, remove the dcs and introducer sheath as a single unit over the guidewire, and inspect the dcs and confirm that it is complete.¿ images were received for review; however no images or recordings captured the dcs separation or removal through the long sheath. The root cause of the removal difficulties could not be conclusively determined. The technical understanding for the cause of these breaks is understood to be due to an incomplete bond, which results in a crack propagation and ultimately a break when stressed in a bend. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic pulmonary valve (tpv) the system was adva nced through a non-medtronic sheath and the valve was deployed without issue. During retraction of the delivery catheter system (dcs) through the sheath, resistance was felt. This occurred when attempting to pull the dcs through the proximal hub of the sheath (wit hin the section of the sheath which was outside the body of the patient). Per the physician, it felt as though it was caught on the proximal hub of the sheath. Once the system was withdrawn through the sheath and was outside of the patient, a break at the capsule and outer shaft bond was observed. It was also noted that the distal tip was about 2 cm inside the capsule (overcaptured). It was suspected that the tip was overcaptured as a result of pulling the delivery system through the sheath. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.